Event description:
While preparing the tracheostomy tube for insertion, it was discovered that 3 tracheostomy tube cuffs would not inflate. We had to get an additional tracheostomy tube from the ICU to place in the patient.